Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report from it about a possible failure to alarm for spo2 on (B)(6) 2021. No patient injury was reported for this event.

Manufacturer narrative:
A spacelabs healthcare technical support representative (tsr) contacted the customer, a biomedical engineer, to follow up on the reported failure to alarm. The biomed found during his investigation that the nursing staff at the hospital was disabling the alarms on the uvsl command modules. He noted that there were many new nurses who had not been trained on the proper use of the product. The biomed reset the parameters on all their equipment and trained the new nursing staff on the proper use of the equipment. There is no evidence of a device malfunction at this time. This report is complete, and the issue is considered closed.